Event description:
During an in-clinic follow-up, the device was found to have reached the elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.